Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right atrial lead had low impedance and noise was seen on the stored strips. The right ventricular lead had low impedance and high threshold. Both leads were capped and replaced. No patient complications have been reported as a result of this event.